Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 11500a23 implanted in the aortic position was explanted after an implant duration of two (2) years and three (3) months due to unknown reason. Another valve of same model and size was implanted in replacement. As per implant data card received, patient was noted as to be in recovery after the procedure.

Manufacturer narrative:
Additional manufacturer narrative: attempts have been made to obtain additional information and for product return. However, the customer was not willing to provide any further information on this event neither return the device back to manufacturer for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 11500a23 implanted in the aortic position was explanted after an implant duration of two (2) years and three (3) months due to endocarditis. Onset date of endocarditis was two years after the implantation of the valve. The infecting organism was enterococcus faecalis bacteria. Patient experienced septic shock with unresponsiveness to antibiotics. Asymptomatic polymicrobial bacteremia. Another valve of same model and size was implanted in replacement. The outcome was noted as to be resolved after the procedure.

Manufacturer narrative:
H10: additional narrative: initially, it was reported that this valve model 11500a23 implanted in the aortic position was explanted after an implant duration of two (2) years and three (3) months due to unknown reason. However, due to information received through indure registry, it was learned that this valve was explanted due to valve endocarditis. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient body and is not in any way related to the sterilization or packaging process of the device. The most likely cause is patient factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.